Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately two months ago. He claimed that on an unspecified date/time he tested with the subject meter and observed a blood glucose value of "196 mg/dl" which he felt to be higher than his usual readings. The patient manages his diabetes with pills and/or diet and exercise and denied making any changes to his usual diabetes management routine other than increased activity as a result of the alleged issue. The patient claimed approximately 2 weeks prior to contacting lfs for assistance, he developed symptoms of blurred vision and despite his symptoms he denied receiving any form of medical intervention. It would have been helpful to understand whether the symptoms were reflective of high blood glucose or a low blood glucose. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.